Manufacturer narrative:
A3b) patient gender - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of lld devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to fracture. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, along with a spectranetics visisheath dilator sheath on the ra lead, the lead was successfully removed. Targeting the rv lead, advancement was made to the tip of the lead. Utilizing traction with the lld, the rv lead released; however, the patient's blood pressure dropped and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentesis and sternotomy. An rv perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.